Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products -unknown nexgen femoral, catalog #: unknown, lot #: unknown, unknown nexgen tibial tray, catalog #: unknown, lot #: unknown, unknown nexgen bearings, catalog #: unknown, lot #: unknown. Report source- (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Product is not being returned.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately twelve years post-implantation due to polyethylene wear of the patella. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.